Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath clear was selected for use. It was reported that a white substance was noted on the end of the sheath handle, and product appeared to be contaminated. The device was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.